Manufacturer narrative:
During intervention to implant etlw1616c82ej (v07371690) for a possible type iii endoleak, the endoleak was considered a type ii endoleak based on intraoperative angiography. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.2cm abdominal aortic aneurysm. It was noted that another manufacturer's excluder limbs (x2) were also implanted at the time of the index procedure. It was reported that approximately 3 years post the index procedure an unknown endoleak was detected. It was noted that it may be a type ia endoleak. A type iii endoleak was also suspected. As per the physician the cause of the event cannot be determined. No clinical sequelae were reported, and the patient is being monitored. Patient is on dapt (dual antiplatelet therapy) and doac (direct oral anticoagulant) therapy.